Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note 1: same customer with two different products, same event description as MDR's 2019-00436, but different meters involved. Note 2: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display and e-5 error. Mother is calling on behalf of the customer, her son who has two meters one for school and one for home. The expected fasting blood glucose test result range is 120-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 4/6/2019. The meter memory was not reviewed for previous test result history